Event description:
A surgery scheduler reported following an intraocular lens (iol) implant surgery the lens rotated in the eye. A surgical procedure was performed to realign the lens. The patient reported poor vision and upon examination the lens was noted to have rotated a second time. Additional information was received from the surgery center adiministrator that two months following the initial procedure the lens was removed and replaced.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).